Event description:
Info received indicates the head end casters continue to swivel around when the brake is set.

Manufacturer narrative:
The technician replaced the head end casters to repair the bed.